Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after a battery change. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with normal operating currents. No unexpected battery error was noted. No excessive no delivery alarms were noted during testing. The pump was programmed with multiple bolus deliveries and all boluses delivered properly their indicated amounts and were properly recorded in the daily history. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.